Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment with a box of profore lite system kit case 8. The dressing will not unwind from the roll. The individual layers were tightly glued to one another. It was unknown how the procedure was finished. Patient was not harmed.

Manufacturer narrative:
H6: updated codes. H10: the device, used in treatment, has not been returned for evaluation. Photographic evidence has been provided, however, the image does not clearly show evidence of the reported event and we cannot confirm a relationship between the device and the reported event. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review confirmed further instances of this nature. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been determined. Corrective action has been initiated regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Additional information: b4, d1, d4, h4.

Event description:
It was reported that, during treatment with a box of profore lite lf system kit case 8. The dressing will not unwind from the roll. The individual layers were tightly glued to one another. The treatment was completed with a smith and nephew back up device. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Images have been supplied confirming individual layers were tightly glued to one another, establishing a relationship between the device and the reported event. The root cause was identified as a tension issue on unwinding the raw material bulk roll, during the manufacturing process. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of this nature, with corrective action implemented to prevent further recurrence of this nature. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.